Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in line) during drain 1 of 4 on the home choice (hc). The home patient (hp) stated her supply bag became disconnected during drain. The hp stated she reconnected the bag and did not get an alarm. The technical service representative (tsr) advised the hp to end therapy and start over with all new supplies. The tsr assisted the hp to end therapy and remove the cassette. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The complaint was confirmed because the home patient stated her supply bag became disconnected during drain, the cause for the disconnection was not determined. If additional relevant information is received, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted. Upon completion of the investigation, or if additional relevant information is received, a follow-up will be submitted.